Event description:
The device was used during a laparoscopic nephrectomy. Reportedly, the instrument was placed across the renal vein, fired, and the staple line leaked. The surgeon tried to place a clip across the staple line with no success. The surgeon converted to a laparotomy and manually sutured to complete the procedure and correct the condition. Minimal blood loss occurred. The patient is in satisfactory condition.